Event description:
Revision surgery due to infection. Surgeon reamed to 12mm, and inserted a 10mm femoral nail which was coated in bone cement. During nail insertion, while impacting the nail, the strike plate broke at the threads. The nail with the bone cement was measured, and at some places the diameter measured 16 and 17mm. The surgery was successfully completed without the strike plate. Further clarifications from marketing/rep: patient had a bacterial infection. We were substituting a pf alpha femoral nail for another pf alpha femoral nail.

Manufacturer narrative:
The reported event of instrument breakage could be confirmed. The strike plate had broken in a brittle manner. Incoming inspection and the DHR of the reported strike plate revealed no manufacturing discrepancies. Investigation confirmed the product being in accordance to the specs. The labelling requires careful treatment and attention to safe connections between the instruments. In this case the item broke in a brittle manner due to excessive hammer impacts. Traces of material seizing on the rim of the shaft identify that the rim initially had contact on the counterpart of the nail adapter. The area of breakage ¿ the distance from thread to shaft (undercut) ¿ is only possible if both instruments are not in contact with each other. Subsequently, the strike plate had loosened when hammer blows were applied. According to received information ¿ increased nail diameter (from diameter 10 to 16 / 17 mm) after cement coating ¿ increased impacts were necessary to insert the nail into a 12 mm cannulation. Potential oblique impacts may have contributed to instrument breakage. Above scenario was classified being user related. With available information the event was not linked to a deficiency of the device. In case further information should become available, investigation and root cause will be updated accordingly.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Revision surgery due to infection. Surgeon reamed to 12mm, and inserted a 10mm femoral nail which was coated in bone cement. During nail insertion, while impacting the nail, the strike plate broke at the threads. The nail with the bone cement was measured, and at some places the diameter measured 16 and 17mm. The surgery was successfully completed without the strike plate. Further clarifications from marketing/rep.: patient had a bacterial infection. We were substituting a pf alpha femoral nail for another pf alpha femoral nail.